Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Section d4 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the charge coupled device unit issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that no video is displayed while using hd autoclavable camera head. The therapeutic procedure was completed; although, unknown if it was completed with the same device or similar. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customer's initial report (no image) was not confirmed. It was confirmed the imaging system component, charge coupled device and image sensor fail resulting in the image disappearing. Additionally, olympus noted scratches on the cable and rattling of the scope mount. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.